Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Inspection and measurement of the images taken in the original surgery show that the core was expanded approximately 2.3mm. Although a small gap is visible between the lower surface of the upper endplate and the upper surface of the gear, there is no measurable gap in the post-operative image. This indicates that the implant appears to have contr acted by the majority of the 2.3mm it was originally expanded. The device was not available for evaluation as it remains in the patient, making a full evaluation not possible. The exact cause of the reported issue cannot be determined. The following sections have been updated. B4, e1, h2, h6, h10

Event description:
It was reported that a fortify spacer collapsed approximately nine months post-operatively .